Event description:
It was reported that: two operating room staff members had assembled the machine from its transport cases for a planned period maintenance. While being moved from the storage area to the anesthesia workroom in the main or, the device toppled, fell to the floor, and struck a female staff member in the lower leg resulting in a six inch superficial cut. Both staff members noted that the device was unstable and difficult to transport.